Event description:
It was reported to nova biomedical that a consumer received a result of 305 mg/dl on their blood glucose meter. The consumer did not believe that result to be accurate, and subsequently experienced hypoglycemic event which required emergent food. The consumer treated herself with juice and sweets to bring up her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.